Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed during the procedure. Additionally, no fragments were observed to be broken off, missing, or detached from the mcs tip cover accessory as a result of the damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae), and the following additional information was provided: the image showed a monopolar curved scissors (mcs) tip cover accessory with a tear at the mouth of the accessory. The tearing appeared to be localized to the clear material of the accessory, however, it could not be confirmed if there was missing material from the image provided. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a rupture in the distal part of the monopolar curved scissors (mcs) tip cover accessory was observed. The procedure was completed with no reported injury.